Event description:
Rptr bought this solution and used it on their lenses. They rinsed the lenses and put them in their eyes. Rptr experienced burning and red eyes. The solution is placed on the shelf in the pharmacy right next to rinsing solutions and rptr was uner the impression it worked similarly especially since the MFR uses the words "one solution" on both the rinsing and the disinfecting and cleaning solution. Rptr feels MFR needs a better labeling. There is nothing to tell the user that this is a product that must be neutralized before use except in fine print on the back. The solution is hydrogen peroxide based. Also, there are no instructions, on the bottle, to tell a user what to do if they do get the solution in their eyes. Rptr had some dexamethasone drops they could use from a previous eye injury but they are concerned that this new product will end up sending many users to the emergency room after using it improperly. Rptr contacted the MFR and was told that the product was approved by FDA, that they should contact them.